Event description:
During the device follow-up performed on (B)(6) 2011, some of the data recorded in device memory over the follow-up period were not displayed (pacing/sensing percentage in detailed statistics for in the ventricular channel).

Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradigm crt models approved under (B)(4). Analysis is pending.